Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), the graphic user interface (gui) pcb, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in australia that, an 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). There was no patient involvement.